Event description:
It was reported a patient presented with dizziness and syncopal episodes due to the right ventricular (rv) lead having oversensing and inhibition of pacing. The rv lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.